Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed, and the plug could not be properly released. There was no reported patient injury. The patient underwent transcatheter embolization for liver cancer. A cordis brite tip sheath was used during the procedure. There was no malfunction involving the brite tip sheath. The exoseal vcd was used in a retrograde approach during a procedure, and the physician was certified in its use. No visible damage to the device or packaging was observed prior to use. The device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was confirmed by angiography, including proper insertion angle, and the vessel diameter was confirmed to be at least 5mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, and no nearby stent or significant stenosis. The site had not previously been closed within the last 30 days and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. Hemostasis was achieved by switching to manual compression after removal of the device. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed and until the indicator window turned solid black. When attempting to depress the deployment button, it would not depress at all. No red color was observed in the indicator window during retraction. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the non-depressed position, while the guard was locked. The plug was in its manufactured position, and the indicator wire was deployed. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The indicator window was observed in the black/white position. No additional anomalies were noted during the visual inspection. A functional deployment simulation evaluation was performed. During this test, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in successful retraction of the indicator wire and expected plug deployment. The indicator window transitioned to the black/white/red position as expected. No resistance or friction was noted during depression of the deployment lever. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device as it passed functional analysis with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to inability to depress the button event reported since it was able to be depressed completely without friction during functional analysis. However, procedural/handling factors (even though the user reported that the window was in solid black position when the button depression was attempted) possibly contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed, and the plug could not be properly released. There was no reported patient injury. The patient underwent transcatheter embolization for liver cancer. A cordis brite tip sheath was used during the procedure. There was no malfunction involving the brite tip sheath. The exoseal vcd was used in a retrograde approach during a procedure, and the physician was certified in its use. No visible damage to the device or packaging was observed prior to use. The device was stored and prepared according to the IFU. The suitability of the femoral artery was confirmed by angiography, including proper insertion angle, and the vessel diameter was confirmed to be at least 5mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, and no nearby stent or significant stenosis. The site had not previously been closed within the last 30 days and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. Hemostasis was achieved by switching to manual compression after removal of the device. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed and until the indicator window turned solid black. When attempting to depress the deployment button, it would not depress at all. No red color was observed in the indicator window during retraction. The device was discarded and will not be returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed, and the plug could not be properly released. There was no reported patient injury. The patient underwent transcatheter embolization for liver cancer. A cordis vascular sheath was used during the procedure. Additional information was requested but not provided. The device is being returned for evaluation.